Manufacturer narrative:
Results evaluation: investigation: MFR internationals investigation stated that the report of cuff leakage was confirmed. Analysis of the returned device found a puncture approximately 0.57mm in the wall of the cuff. A review of the device history confirmed this to be the first complaint for this product lot and the first complaint of this nature for this product code. A technical documentation review was performed which raised no anomalies and confirmed the presence of a twelve hour inflation check on 100% of this product. Root cause: it is not possible to assign a definitive root cause fort his complaint. It is unlikely that this incident was the result of a manufacturing defect as the fault was detected after six days in use and a 100% leak test and visual inspection are performed on these devices before packaging. MFR international feels the most likely cause for this incident is that the cuff became damaged and subsequently deflated following manipulation of the product while cuff remained inflated. This would have resulted in the damage to the cuff. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.